Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was wrong. A technical support specialist (tss) found incorrect time zone setting causing coordinated universal time (utc) offset. The tss synchronized station with customer network time protocol (ntp) server and corrected time zone. Initial synchronization error resolved after full data synchronization. The tss verified transaction uploads despite disconnect notice and supported remote smart service (rss) dial-in work. Tss resolved disconnect issue caused by time zone mismatch. Later the field service engineer (fse) confirmed resolution and received closure approval from team lead. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was showing wrong time. The device was in critical override mode and was not communicating with the application server due to a possible network configuration. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.